Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation and lead showed high impedances. The patient underwent revision procedure wherein the lead was replaced due to suspected malfunction. The patient was doing well following procedure.